Event description:
It was reported that there was difficulty in removing the burr. A 2.00mm rotalink plus was selected for use along with a rotawire. During the procedure, it was noted that there was difficulty removing the burr due to resistance with the rotawire. The burr was removed from the patient independently off the wire. There was no additional intervention required. The procedure was completed with a different device. No complications reported.

Event description:
It was reported that there was difficulty in removing the burr. A 2.00mm rotalink plus was selected for use along with a rotawire. During the procedure, it was noted that there was difficulty removing the burr due to resistance with the rotawire. The burr was removed from the patient independently off the wire. There was no additional intervention required. The procedure was completed with a different device. No complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. Device to device interaction test was performed and a test rota guidewire was able to pass through the device. Inspection of the remainder of the device presented no other damage or irregularities.